Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main enhanced half-height drawer 3-2 cubies had all shown read/write or invalid cubie memory errors and shutting down pyxis did not fix the issue. A field service engineer replaced the retractor band on 3-1 and 3-2 and replaced the drawer board on 3-2. Also had replaced the pmc board. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer 3.2 cubies had failed and required maintenance. The customer stated that they were able to get medications from another station and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.